Event description:
It was reported that stent damage occurred requiring additional intervention. The target lesion was located in the anterior tibial artery (ata). The ata was lined with a 4.00 x 38 mm stent, followed by a 3.50 x 48mm synergy xd drug-eluting stent. When another device was being advanced down the ata, it could not get past the 3.50 x 48 mm stent and the physician realized the stent had elongated on its own. Additional angioplasty with a balloon was made to restore the flow and complete the procedure. There were no patient complications and the patient fully recovered.